Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is normal. Blood glucose value was 83 mg/dl. Nothing further reported.

Manufacturer narrative:
Compromised force sensor alarm during prime test at 4 lbs due to moisture damage on force sensor resistor. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, cracked belt clip slot, scratched keypad overlay and cracked battery tube threads.